Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, who had been disconnected from the pump overnight, required assistance with an infusion set and cartridge change for an ilet system using a steel 23 inch 6 mm set; customer care guided a full replacement sequence including rewind, cartridge replacement, tubing fill, new set insertion, and cannula fill, after which glucose levels that had been elevated returned to target later that day. Symptoms included hyperglycemia. Outcomes included resolution of elevated glucose without hospitalization. Investigation included review of device reports and user guidance through troubleshooting and education. Investigation of this case revealed that the event was consistent with inadequate insulin delivery while disconnected and until the new infusion set and cartridge were properly installed, with no device malfunction indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with disconnection and infusion set replacement.